Event description:
No sample was available. However, a picture was returned and evaluated. Within the picture, an improper assembly between the white filter and blood filter was observed. Therefore, the customer complaint is confirmed. The most probable root cause is that the operator did not perform the assembly operation properly as is described in the station work instruction, leading to the components being assembled incorrectly. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in the specification and as per the applicable drawing. The batch record fa24k05015 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported : blood tubing connected to primary line and saline was connected to secondary line. Mis-assembly. We were able to continue with blood administration by overriding the primary line with basic fluid programming, however by doing this we are potentially creating a higher risk situation. No patient harm or active infusion. A preliminary review identified the following issue: blood administration set filter misassembly. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.